Event description:
Customer reported that in 2009, she woke up to test her glucose and started feeling ill, which she believed was because her freestyle freedom lite meter was reading out of range, and this then led to a change in treatment, (customer did not elaborate). Customer further reported experiencing vertigo, chest tightness, weakness, blurred vision and had difficulty standing. Customer relayed this information to her healthcare provider, who instructed her to go to a local hospital. At the hospital, customer had her glucose checked, (no results reported) and was diagnosed with hyperglycemia. She also had her vital signs taken in addition to x-rays, and was given an intravenous infusion of unknown type. Customer was also diagnosed with anxiety and nervous tension. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: in a follow-up call to the customer, she stated she did not receive any readings at the time of the medical event.